Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, the b40 cv malfunction error message was duplicated for the device. This is triggered by moisture damage. The printed circuit board had failed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, a b40 cv malfunction error message was received for the device, indicating the system is damaged. There is no reported harm to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h6 (investigation conclusions). Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the b40 error code was due faulty printed circuit boards (cp and dp boards). The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.